Event description:
Patient was revised to address spin-out.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. Although the exact root cause could not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. No evidence was found that would suggest product error was a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.